Event description:
It was reported to philips that the system did not power on due to a pressed button in the patient room on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Button released; system powered on and verified operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).